Event description:
Midline IV catheter inserted. Within seconds of completion of insertion pt's face began to swell and become flushed. Pt became anxious. Waited 30 seconds with no improvement. Catheter removed and symptoms ceased. Currently has small vesicles that itch. Drug relationship unknown at this time on peripheral tpn.